Manufacturer narrative:
One 7.0mm tts¿ adult tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, no exceptions in the manufacturing process. Visual inspection of the returned device was performed by the unaided eye and under normal plant lighting; no obvious defects were observed. The device was then microscopically examined and multiple areas of damages were found. During functional testing, a syringe was used to inflate the device cuff with air and the device was submerged under water. Bubbles (indicating a leak) were found escaping from a small cut on the posterior side of the cuff. The cut was located approximately 11mm from the bottom edge of the proximal band. Investigation was unable to determine the root cause of the cut; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
The reporter noted that the problem existed "over the previous days" from the date of issue discovery, reported to be on 10/24/2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex bivona adult tts tracheostomy tube cuff had a leak during use on a patient in the pediatric intensive care unit. The cuff was initially filled with 5 ml of sterile water and when relieved, a fraction of that amount was removed. It was initially reported that 0.4-1.5 ml was removed after 4 hours, then it was reported that only 2-3 ml was removed, and lastly it was reported that 1-2 ml was retrieved. The patient was losing positive end-expiratory pressure (peep) and through the bellows continuous positive airway pressure (CPAP). The issues were monitored overnight and when the device was removed the next day, it was observed that there was a hole in the balloon. The reported issues were observed by the long-term ventilator consultant, an ear, nose, and throat (ent) consultant, nurses, and the patient's parents. It was unknown if the patient had issues with pressure relief when previously ventilated. The patient was doing poorly and was being managed on the high dependency unit (hdu). The patient was reported to have switched to a cuffed tracheostomy tube filled with air in the cuff. No permanent injury was reported. See MFR: 3012307300-2016-00383.